Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was observed to be peeled off from the keypad base. The contrast button contact and the bumper pad were observed to be missing. The up keypad button was observed to be intermittently unresponsive. The display was observed to be dim, fading and reddish in color. The button contacts were inspected and contamination under the up and down button contacts was observed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the keypad was peeled off, the contrast button contact and the keypad bumper were missing, there was intermittent functionality of the up button, a dim display, and contamination under the up and down button contacts. This report is made based on results of investigation completed on (B)(4) 2014.